Event description:
End user called to complain of getting an error message when testing the calibration of the device. This was confirmed from phone troubleshooting. The device was replaced and the defective one returned for investigation.